Manufacturer narrative:
The returned screw was examined under magnification. The screw shows no sign of being used. Additional mdrs associated with this event: 3025141-2017-00312: screw 1, 3025141-2017-00314: screw 3, 3025141-2017-00315: screw 4, 3025141-2017-00316: screw 5, 3025141-2017-00317: screw 6.

Event description:
While implanting screws to treat a fracture, there was difficulty in screw engagement. With five screws, the locking screws continued to rotate when implanted. Additionally, one screw broke during the surgery. Surgery was completed successfully using different screws but extended surgery time by approximately 30 minutes.